Event description:
It was reported that the device will not power up. There was reportedly no patient involvement. The manufacturer's authorized field service engineer (fse) evaluated the device and confirmed the reported problem. Upon conclusion of the evaluation, it was determined that this was a malfunction of the processor, therapy, power pca(printed circuit assemblies), the replacements for which were ordered. The device remains at the customer site and no further evaluation is warranted at this time.